Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead was seen in the clinic for a routine device follow-up. The patient reported receiving a shock from the device. Upon interrogation, the device had stored multiple non-sustained ventricular tachycardia (vt) episodes and many anti-tachycardia pacing (atp) episodes that were all caused by oversensing of noise on the rv channel. Lead measurements were stable and within normal range, with the exception of two pacing impedance measurements that were less than 200 ohms. The noise was able to be reproduced. The device was programmed off and the patient was sent home until the lead revision could occur the following day. No adverse patient effects were reported.

Manufacturer narrative:
The next day, a lead revision was performed. When the pocket was opened, insulation damage was noted near the clavicle. The physician believed the insulation was damaged due to clavicular pressure from a very medial venipuncture. The lead's helix was retracted to remove the lead, but gentle traction produced firm resistance and the physician elected to surgically abandon the lead. The insulation breach was repaired. A new rv lead was implanted and connected to the chronic device, with good lead measurements obtained.